Event description:
Info received from our (B)(4) affiliate. The pt notified our affiliate that he/she purchased 1 day acuvue trueye, narafilcon a, lenses on (B)(6) 2010 and started to wear the contact lenses (cl) on (B)(6) 2010. On (B)(6) 2010, the pt reported pain and redness od. On (B)(6) 2010, the pt consulted an eye care professional complaining of redness and pain in the od and was diagnosed with a corneal ulcer. On 8/24/10, an associate of our (B)(4) affiliate visited the treating eye care professional and received the following info. On 8/3/10, the pt was seen at the eye clinic complaining of redness and pain od and was diagnosed with a 1 mm x 1 mm infectious corneal ulcer od, located in the superior cornea. The ulcer was not cultured. The pt's va was not measured. The pt was treated with vigamox and tobracin eye drops q2h. The pt returned for f/u on (B)(6) 2010. On (B)(6) 2010, the pt reported od pain and no redness. The ecp noted the od cornea was still cloudy and the ulcer was improving. The eye drops were reduced to q4h. On (B)(6) 2010, the pt returned to the clinic and the ulcer was resolved. The pt was allowed to resume cl wear.

Manufacturer narrative:
The product has not been returned for eval. A review of the lot history record revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There are no similar complaints for this lot in our worldwide complaint database. Narafilon a product is not marketed in the us. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.